Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 147, 145, 157 and 161 mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-108 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification outside of the kitchen area (not by any appliances or cooking). The test strip lot manufacturer¿s expiration date is 10/22/2025 and open vial date is 06/19/2025. The meter memory was reviewed for previous test result history: result 1: 147 mg/dl date: (B)(6), time: 5:20am fasting, result 2: 145 mg/dl date: (B)(6), time: 6:35am fasting, result 3: 157 mg/dl date: (B)(6), time: 5:19am fasting, result 4: 161 mg/dl date: (B)(6) time: 5:21am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high blood readings. No defect found on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-076: mishandled by the end user. Note: manufacturer contacted customer in a follow-up call on 10-jul-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.